Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the pull wire tip broke from the threaded section, the threaded section is lodged inside the tubing with the inner ring. The loop in the pull wire loop is broken. It was noted that the condition of the returned unit was not consistent with the reported event of feeding tube detached/separated. It is most likely that procedural or anatomical factors encountered during procedure could have affected the device performance and its integrity. Handling and manipulation of the device during procedure can lead to damage the device. It is possible that the customer used too much force when was pulling the device during introduction and this could have contributed to the encountered failures. Based on the information available and the analysis performed, ¿operational context¿ is selected as the most probable cause for the complaint event, probably due to anatomical and/or procedural factors encountered during the procedure the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit pull method was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the peg tube snapped in half. The procedure was completed with a new endovive standard peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.